Event description:
Damage to the pump housing surrounding the usb port was reported, impacting the customer's ability to charge the pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was advised to use multiple daily injections (mdi) as backup therapy to ensure insulin delivery was not interrupted. Tandem technical support arranged for a replacement pump and confirmed the shipping address. The customer was instructed on how to put the pump into storage mode and was asked to return the problematic pump using a pre-paid label within 10 days, which the customer acknowledged and understood.